Manufacturer narrative:
The fire marshall examined the scene and unit. The company sent a representative to be present at the evaluations.the unit was badly damaged. The deceased's son stated that the unit was on all of the time and the deceased smoked when she was not feeling well, and she was not feeling well the day of the fire. She hung her cannula on the bed regularly. A lighter and cigarettes were found on the bedside table and the remains of a cigarette were on the floor next to the deceased. No smoke detectors were found in the home. All investigators agreed smoking was the cause of the fire. Additionally, the unit was burned from the top down, indicative of the fire starting at the cannula and not the unit itself.

Event description:
The company was notified on (B)(6) 2016 of an adverse event that occurred in (B)(6). An end user's house caught on fire and the end user had to be removed from the home by emergency personel. The end user did not receive any major burns but was inside the house for roughly 20 minutes and had some issues due to smoke inhalation. There is no evidence that the concentrator started the fire. A joint inspection is being scheduled between the healthcare provider and the company. Once more information is available, a followup report will be submitted.

Manufacturer narrative:
.

Event description:
The company was notified on august 11, 2016 of an adverse event that occurred in (B)(6). An end user's house caught on fire and the end user had to be removed from the home by emergency personnel. The end user did not receive any major burns but was inside the house for roughly 20 minutes and had some issues due to smoke inhalation. There is no evidence that the concentrator started the fire. A joint inspection is being scheduled between the healthcare provider and the company. Once more information is available, a followup report will be submitted.